Manufacturer narrative:
(B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, unintended activation/motion issue was noticed with the device. The device did not activate when mode button was pressed. The ID board was replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The defective ID board would have caused the identified activation problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/26/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affilliate that the facility requested white casing as opposed to gray to avoid confusion in the or. No reported issue